Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, missing reservoir tube o-ring and broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the rim of the reservoir compartment broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.